Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did show timeouts and a drive stalls during the run. However the received device was found to be deployed. No cause for the drive stall could be determined. No issues were noted with the drive mechanism. Even though the device was returned deployed the exact timing of needle deployment could not be determined. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.